Event description:
It was reported a care giver observed that the minicap was defective. The sponge was sticking out of the cap. The patient did not use the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 5.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.